Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the custome'rs insulin pump alarmed with a hall sensor motor movement error. The patient's blood glucose at the time of incident was 11.1 mmol/l. The caller stated that insulin delivery had stopped. The device was rewound but the hall sensor error recurred. The alarm also occurred spontaneously during basal delivery. The insulin pump was not bumped or dropped. The patient works at a hospital at the nuclear medicine department; she had been in front of an MRI machine but the MRI was not active. The device had not experienced any problems until now. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specifications and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 130 was noted during testing. The motor was tested outside the device and passed. The pump was received with minor scratches on the display window and case.